Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power supply. The patient electronic unit and accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External visual inspection of returned material revealed exposed wires on power supply. No software malfunctions or anomalies were observed. Unit powered on successfully with a golden power supply due to exposed wires to the one returned. Unit performed pdb successfully with returned modem. Unit passed diagnostic test (reference attached diagnostic test results). Complaint of ¿frayed wires were found on the power supply¿ confirmed. Unit replaced.